Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 9cm in diameter thoracic aortic aneurysm. There was no vessel calcification and the patients vessel tortuosity was moderate (approximately 2 bends). It was reported that during the index procedure, the tapered tip of valiant kinked and had difficulty in bringing the delivery system to the intended landing zone. The physician attributed the difficulties inserting the device in the patient due to the kink. The valiant was finally able to be implanted without issue at the intended landing zone. Per the physician's statement the cause of the kink is unknown. No additional clinical sequelae were reported and the patient is fine.